Manufacturer narrative:
Lifescan has requested the return of the subject meter and evaluation, but has not yet received it. If the meter is returned.

Event description:
A patient reported blood glucose results of "165 and 125 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter was replaced.